Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced a system error 105 which was likely what the reported "unk system error" was referring to. The system error 105 was caused by a failed motor flex. The failed assembly (including the motor flex) was replaced.

Event description:
It was reported that a spectrum infusion pump had unk system error. It was also reported there was no pt involvement. Baxter's functional testing found this pump had system error 105. There was no pt involvement.